Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number is unknown.

Event description:
The customer reported that a patient had a low sp02 however no alarm was provided at the information center for 20 minutes. The customer has not reported any harm.

Event description:
The customer reported that a patient had a low sp02 however no alarm was provided at the information center for 20 minutes. The event occurred on (B)(6) 2017 between 16:19 and 17:34. The customer has not reported any harm however it was stated that the sp02 was low and remained low for 20 minutes.